Manufacturer narrative:
(B)(4). The surgeon noted that each suture was covered with fibrous tissue similar to a foreign body granuloma and that caused the dehiscence. The sutures were not absorbed and protruding through the scar.

Manufacturer narrative:
(B)(4). Corrected information: it was reported that a patient underwent removal of a neuroma on the left foot on (B)(6) 2011. The patient developed an infection and wound dehiscence following the procedure. She also has reported that she developed a keloid scar. The surgeon opines that there was delayed healing related to a reaction from the suture. She has been treated with bactrim ointment, clindamycin, cortisone cream, and mederma. She also had anodyne light therapy to the left foot. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent foot surgery on an unknown date and suture was used. The patient developed an infection following the procedure. She also has reported that she developed a keloid scar. The physician has used injections to attempt to break up the scar tissue. Additional information to be requested.